Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. The rise in the impedance measurements appears to be gradual since recent implant of new device. Technical services (ts) recommended further testing. No adverse patient effects were reported. This ra lead remains in service. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."